Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949-65 implantable tachy lead, (B)(6) 2006; 5076-52 implantable pacing, (B)(6) lead 2006; 4194-88 implantable pacing lead, (B)(6) 2006; 305u223 tissue valve, (B)(6) 2010. (B)(4).

Event description:
It was reported that there was unexpected longevity, the device lasted less than four years. The device was explanted and replaced. No patient complications have been reported as a result of this event.